Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the malfunction was caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The instructions for use states the inspection methods associated with the event in ltf-s190-5/10 "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope screen was not displaying. The issue occurred during preparation for use for a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.